Manufacturer narrative:
Event: addendum for additional information received: additional information on follow up questions received: the device was intended to be used during an interventional peripheral procedure. The user had completed thirty-five procedures with the mynx. The mynx vcd was prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The sheath used in conjunction with the mynx was an unknown 6f device. The balloon lost pressure in patient. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the 6f-7f mynx ace vascular closure device (vcd) had a balloon burst. There was no reported patient injury. The device was intended to be used during an interventional peripheral procedure. The user had completed thirty-five procedures with the mynx. The mynx vcd was prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was 7mm in size. The sheath used in conjunction with the mynx was an unknown 6f device. The balloon lost pressure in patient. The device was not returned for analysis. A product history record (phr) review of lot f1735303 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx ace balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the rupture reported could not be determined. Based on the limited information available for review, access site vessel characteristics (although not provided) most likely contributed to the reported event since a calcified vessel can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
As reported, the 6f-7f mynx ace vascular closure device (vcd) had a balloon burst. There was no reported patient injury. The vessel was 7mm in size. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A device history record (DHR) review of lot f1735303 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx ace balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the rupture reported could not be determined. Based on the limited information available for review, access site vessel characteristics (although not provided) most likely contributed to the reported event since a calcified vessel can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f-7f mynxace vascular closure device (vcd) had a balloon burst. There was no reported patient injury. The vessel was 7mm in size.